Event description:
It was reported the pt developed an infection with the onset in october. The device was implanted and filled, and had not been refilled. The pt symptoms included fever, redness, swelling, drainage, pain and incisional wound opening in the area of the device pocket. The pain was treated with IV antibiotics and total device explant. The pt did not have meningitis. The drug used in the pump was lioresal. The infection resolved. There was no drug withdrawal.